Manufacturer narrative:
Device was further by stryker, the reported issue was verified, however the root cause can not be determined. The device was archived by stryker. Customer received a replacement device.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.